Event description:
It was reported that the patient experienced that infusion sets were only lasting 2¿3 days before the adhesive began to peel off, causing the infusion set to fall off event on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.